Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that patient underwent a revision procedure on (B)(6) 2012 due to allegations of tissue/bone destruction and elevated metal ion levels. A review of invoice history confirmed that procedures took place on (B)(6) 2006. It is unknown whether the procedure performed on (B)(6) 2006 was for the left or the right hip or if the parts implanted on that date have been revised. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-002624/002625, 1825034-2013-00340 and 00344). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-02624-2/02625-2 and 0340-1/0344-1).

Event description:
Legal counsel for the patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that patient underwent a revision procedure on (B)(6) 2012 due to allegations of tissue/bone destruction and elevated metal ion levels. Additional information received in patient¿s medical records indicates all components were removed and replaced from the right hip during the revision on (B)(6) 2012. Surgeon noted: lysis, vertical positioning of the acetabular component, gray stained tissue, leg length discrepancy and the presence of cysts and metal debris. Additional information received in the patient¿s fact sheet alleges patient underwent left total hip arthroplasty on (B)(6) 2006. No revision of the left hip is alleged. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.